Event description:
The hcp reported that the pt was experiencing increased pain, worsened bilateral lower extremity numbness and more difficulty walking. The date of onset of pt's symptoms was reported to be 11/2004. An MRI of the spine revealed a catheter tip grauloma. The morphine was discontinued and the pump was filled with normal saline and set to slowest infusion rate. The hcp reported that this is an unusual catheter tip granuloma. "The dose of opioid was only 2.5 mg morphine per day with 10 mg per ml concentration of astramorph." The "pt still has some leg weakness, numbness and pain, but pt had in past severe arachnoiditis - so it is not clear whether or not neurologic deficits are any worse or not."